Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a275, serial# (B)(4), product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient was programmed multiple times, but the stimulator still did not help with their chronic pain. The device was explanted on (B)(6) 2018. The issue was reported to be resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4). Product type lead, product ID 977a275, serial# (B)(4). Product type lead. Analysis of the implantable neurostimulator (ins) (serial number (B)(4)) revealed no significant anomaly. The ins passed final functional test and there were insignificant anomalies. Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.